Manufacturer narrative:
(B)(4)- a follow up emdr will be submitted if additional information becomes available.

Event description:
Sales rep reported via email that 3 patients have developed erythema since using the new 3m tegaderm. Each of the 3 patients developed erythema right where the tegaderm laid; not right around the catheter. We recommended they use tape instead of tegaderm except during showers. It's difficult to determine the quantity used as I don't know how many different tegaderms they used. 2 of them also had issue where the foam pad was as well which we said to use gauze underneath. We did obtain fluid cultures from them and they were negative for infection.